Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a tumor of the gastric outlet during a gastroenterostomy (ge) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was unable to be released. The stent was removed partially deployed on the delivery system, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a tumor of the gastric outlet. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for treatment of the gastric outlet.

Manufacturer narrative:
Blocks d2a (common device name), d2b (pro code (product code), and g4 (premarket / 510(k) #) were corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: with the available information, boston scientific was able to confirm the reported event of stent partially deployed. Stent partially is noted within the IFU as a possible adverse event associated with the use of the device. The distal flange was slowly expanded. In addition, the stent wires on the proximal end were flared. The stent was able to fully expand to its designed shape when hand pressure was applied and gentle massage techniques. The investigation concluded that stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Larger stents expand more slowly because they undergo greater compression during delivery, which temporarily reduces their opening compared to specifications. Smaller stents are less compressed, but all sizes can be affected by loading conditions. It was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure. However, this is against the instruction for use; therefore the use of device issue-misuse code could be confirmed. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent was partially deployed. It was observed that the stent was attempted to be deployed as the handle was in the second position and the distal flange did not expand. The sheath did not retract far enough for the distal flange to expand. Functional inspection was performed by attempting to deploy the stent, and no resistance was felt when retracting the slider. The stent was fully deployed, and it was observed that the proximal flange and saddle did not fully expand, the distal flange slowly expanded, the stent wires on the proximal end were flared, no stent braid twists and folds were noted, and the stent was able to fully expand to its designated shape when hand pressure was applied and gentle massage techniques. Media inspection was performed, and xray images observed the proximal of the stent near the ro marker, indicating the stent was shifted proximal to the sheath. No other issues were noted with the stent and delivery system. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios was stent was intended to be implanted during an endoscopic ultrasound (eus)-guided gastrogastrostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Risk review: a risk review performed for the hot axios device confirmed that the event of stent partially deployed is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the hot axios device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a tumor of the gastric outlet during a gastroenterostomy (ge) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was unable to be released. The stent was removed partially deployed on the delivery system, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a tumor of the gastric outlet. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for treatment of the gastric outlet.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a tumor of the gastric outlet during a gastroenterostomy (ge) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was unable to be released. The stent was removed partially deployed on the delivery system, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a tumor of the gastric outlet. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for treatment of the gastric outlet.